Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during bowel resection, the balloon did not inflate, while the device was being applied on the abdomen. Accordingly, the account had a bowel resection and 6 devices from 3 different lot numbers would not inflate. The patient status was unknown.